Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found during the analysis, however the grommet was damaged.

Event description:
It was reported that during the implant attempt, the battery voltage was below 3.07 volts. The device was not implanted. There were no patient complications reported as a result of this event.